Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, arrhythmia alarms) was confirmed. As received, the belt failed incoming functionality testing. Upon evaluation, the pulse wire was open inside the trunk cable. The cause of the constant gong alarms is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing "adjust belt" messages and arrhythmia alarms.